Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A full lead was returned in one-piece for analysis. After cleaning the helix, specification measurements, electrical testing, visual and x-ray examination were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high capture threshold. Chest x-ray was performed and confirmed dislodgement. The rv lead was explanted and replaced. Patient condition was stable.